Manufacturer narrative:
G4: 15oct2020 b4: (B)(6) 2020 per bio-med, no part was replaced since the issue has not re-occurred. The unit is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11sep2020.

Event description:
The customer reported that the unit failed with alarm led failed. The customer contacted product support and was advised to replace the power switch overlay and provided part ID for same. Product support advised the customer that in the event that it does not resolve the issue to replace the power management board. The customer reported that the unit was not in use on a patient. The biomed states that the issue was found during set-up for patient use.